Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Unable to test the keypad functions. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the up arrow and down arrow keypad buttons had been malfunctioning for about a month. The reporter stated there had been no trauma to the pump, no visible damage to the pump and no exposure to moisture. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.